Manufacturer narrative:
Date rec¿d by MFR : 09mar2019. The customer reported they have replaced the sensor board and the unit has been retuned to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported several unrelated issues: dark display, low tidal volume, high internal o2 alarm. No patient/user harm reported. No patient information available from reporter. Event date not specified; estimate used.